Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtmr) and completed all calibration steps. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm#2 was analyzed and found the mtm was installed onto a test platform where it failed sine cycle. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) reported that the surgeon side console (ssc) was not used on a procedure due to multiple repeated errors (#23008 & #23013) while setting up for a procedure. The customer used an alternate ssc. The technical support engineer (tse) reviewed the logs and confirmed multiple 23008 and 23013 errors, indicating potentiometer-to-encoder errors on axis 2 of the master tool manipulator right (mtmr). The procedure was aborted to another dv system with no reported injury.